Manufacturer narrative:
The product has been received for analysis and the local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system was surgically revised due to right atrial (ra) lead oversensing and elevated right ventricular (rv) lead thresholds. Additionally, the pacemaker had reached elective replacement indicator (eri). The pacemaker was returned for analysis. No additional adverse patient effects were reported. An attempt has been made to obtain additional information. At this time no further information is available. If additional information becomes available this report would be updated at that time. Additional information received confirmed that the entire pacemaker system, including the right atrial (ra) and right ventricular (rv) leads, was explanted and replaced. The cause of the reported ra oversensing and elevated rv thresholds was not identified. No additional adverse patient effects were reported. It was noted that returns are handled by the facility, and the return status of the leads was not known at this time.

Event description:
It was reported that this pacemaker system was surgically revised due to right atrial (ra) lead oversensing and elevated right ventricular (rv) lead thresholds. Additionally, the pacemaker had reached elective replacement indicator (eri). The pacemaker was returned for analysis. No additional adverse patient effects were reported. An attempt has been made to obtain additional information. At this time no further information is available. If additional information becomes available this report would be updated at that time.

Manufacturer narrative:
The product has been received for analysis and the local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system was surgically revised due to right atrial (ra) lead oversensing and elevated right ventricular (rv) lead thresholds. Additionally, the pacemaker had reached elective replacement indicator (eri). The pacemaker was returned for analysis. No additional adverse patient effects were reported. An attempt has been made to obtain additional information. At this time no further information is available. If additional information becomes available this report would be updated at that time. Additional information received confirmed that the entire pacemaker system, including the right atrial (ra) and right ventricular (rv) leads, was explanted and replaced. The cause of the reported ra oversensing and elevated rv thresholds was not identified. No additional adverse patient effects were reported. It was noted that returns are handled by the facility, and the return status of the leads was not known at this time.

Manufacturer narrative:
The product has been received for analysis and the local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.